Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-jug-tulip. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was placed with a cook gunther tulip on (B)(4) 2011 at (B)(4) hospital." Additional information received 11apr2016: gunther tulip filter implanted on (B)(6) 2011 at (B)(6) hospital prior to left salpingo-oophorectomy on (B)(6) 2011. Attempted retrieval of the filter within 4 months. After unsuccessful attempt. [Pt] was initially on anticoagulation for 6 months for dvt and pe. Unsuccessful retrieval attempted at (B)(6) hospital on (B)(6) 2011. Records from the ir procedure on that date note that although significant force was used, the legs of the filter would not release from the caval wall. The filter was subsequently released and re-expanded to its preprocedure configuration. [Pt] continues to be followed to monitor chronic clotting issues. On (B)(6) 2015, venous dopplers revealed "occlusive dvt in the right external iliac vein extending to the common femoral vein and greater saphenous vein. There is also suggestion of a chronic occlusive clot in the proximal left femoral vein. CT angiogram revealed fairly extensive bilateral pe as well as a right common femoral vein thrombosis." [Pt] is followed by hematologist and oncologist with scans and doctor visits every 3 months. CT angiogram performed on (B)(6) 2015 revealed (after several months of 2x daily lovenox injections) significant reduction in the pulmonary artery clot, but still residual clot in right lower lobe. Chronic swelling in lower extremity, left greater than right. Denies any hemoptysis or pleuritic chest pain, shortness of breath or abdominal pain. On (B)(6) 2015, CT angiogram revealed no change in the residual nonocclusive thrombosis in the right lower lobe. Patient outcome: it is alleged that [pt] was injured without further explanation. Additional information received on 11apr2016. Inability to remove filter, emotional and mental injuries. "Physical stress and duress due to the physical presence of pe, when the filter was implanted to prevent them. Daily stress and uncomfortable pain due to injections every 12 hrs to combat embolisms." [Pt] first saw a health care provider in (B)(6) 2015 for the bodily injuries she relates to the filter.

Manufacturer narrative:
(B)(4). Igtcfs-65-1-jug-tulip. Summary of investigational findings: since no device or imaging studies have been made available and only limited medical records have been available the exact root cause for what caused the alleged unsuccessful retrieval, pulmonary embolus (pe), right common femoral vein thrombosis and thrombosis in right lower lobe are unknown. Based on the available information it is unknown how retrieval attempts were performed, and by which techniques physician used. From the published scientific literature embedment of filter legs in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Based on the limited information available in this complaint, it remains unknown if the filter performance was related to the presence of thrombus/bilateral pe and therefore the exact root cause is unknown. However, pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pe via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was placed with a cook gunther tulip on (B)(6) 2011 by (B)(6) hospital in (B)(6)." Additional information received 11apr2016: gunther tulip filter implanted on (B)(6) 2011 at (B)(6) hospital in (B)(6) prior to left salpingo-oophorectomy on (B)(6) 2011. Attempted retrieval of the filter within 4 months. After unsuccessful attempt. [Pt] was initially on anticoagulation for 6 months for dvt and pe. Unsuccessful retrieval attempted at (B)(6) hospital on (B)(6) 2011. Records from the ir procedure on that date note that although significant force was used, the legs of the filter would not release from the caval wall. The filter was subsequently released and re-expanded to its preprocedure configuration. [Pt] continues to be followed to monitor chronic clotting issues. On (B)(6) 2015, venous dopplers revealed "occlusive dvt in the right external iliac vein extending to the common femoral vein and greater saphenous vein. There is also suggestion of a chronic occlusive clot in the proximal left femoral vein. CT angiogram revealed fairly extensive bilateral pe as well as a right common femoral vein thrombosis." [Pt] is followed by hematologist and oncologist with scans and doctor visits every 3 months. CT angiogram performed on (B)(6) 2015 revealed (after several months of 2x daily lovenox injections) significant reduction in the pulmonary artery clot, but still residual clot in right lower lobe. Chronic swelling in lower extremity, left greater than right. Denies any hemoptysis or pleuritic chest pain, shortness of breath or abdominal pain. On (B)(6) 2015, CT angiogram revealed no change in the residual nonocclusive thrombosis in the right lower lobe. Patient outcome: it is alleged that [pt] was injured without further explanation. Additional information received 11apr2016. Inability to remove filter, emotional and mental injuries. "Physical stress and duress due to the physical presence of pe, when the filter was implanted to prevent them. Daily stress and uncomfortable pain due to injections every 12 hrs to combat embolisms." [Pt] first saw a health care provider in (B)(6) 2015 for the bodily injuries she relates to the filter.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem, serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Additional information received 11apr2016: gunther tulip filter implanted on (B)(6) 2011 at (B)(6) prior to left salpingo-oophorectomy on (B)(6) 2011. Attempted retrieval of the filter within 4 months. After unsuccessful attempt. [Pt] was initially on anticoagulation for 6 months for dvt and pe. Unsuccessful retrieval attempted at (B)(6) on (B)(6) 2011. Records from the ir procedure on that date note that although significant force was used, the legs of the filter would not release from the caval wall. The filter was subsequently released and re-expanded to its preprocedure configuration. [Pt] continues to be followed to monitor chronic clotting issues. On (B)(6) 2015, venous dopplers revealed "occlusive dvt in the right external iliac vein extending to the common femoral vein and greater saphenous vein. There is also suggestion of a chronic occlusive clot in the proximal left femoral vein. CT angiogram revealed fairly extensive bilateral pe as well as a right common femoral vein thrombosis." [Pt] is followed by hematologist and oncologist with scans and doctor visits every 3 months. CT angiogram performed on (B)(6) 2015 revealed (after several months of 2x daily lovenox injections) significant reduction in the pulmonary artery clot, but still residual clot in right lower lobe. Chronic swelling in lower extremity, left greater than right. Denies any hemoptysis or pleuritic chest pain, shortness of breath or abdominal pain. On (B)(6) 2015, CT angiogram revealed no change in the residual nonocclusice thrombosis in the right lower lobe. Patient outcome: it is alleged that [pt] was injured without further explanation. Additional information received 11apr2016 inability to remove filter, emotional and mental injuries. "Physical stress and duress due to the physical presence of pe, when the filter was implanted to prevent them. Daily stress and uncomfortable pain due to injections every 12 hrs to combat embolisms." [Pt] first saw a health care provider in (B)(6) 2015 for the bodily injuries she relates to the filter.

Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but referred to as günther tulip filter. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was placed with a cook gunther tulip on (B)(6), 2011 by at (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.